Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that gradually increasing high out of range shock impedances were present on this right ventricular (rv) lead. Defibrillation threshold (dft) test was provided with a 41 j shock delivered. Upon shock delivery, code 1005 message was displayed on the device, indicating an open circuit condition in the lead. Technical services (ts) was contacted and provided troubleshooting recommendations. This rv lead remains in-service. No additional adverse patient effects were reported.